Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci).  There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the coronary occlusion cannot be confirmed.  It may be related to patient factors (long native leaflets interfered with the low height of stj) and/or procedural factor. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) procedure, a balloon aortic valvuloplasty (bav) was performed with a 23mm edwards balloon catheter. There was a possibility of the left coronary artery (lca) occlusion as blood flow was not confirmed. Protection was applied to the lca, a 26 mm sapien 3 valve was deployed with 2.0 ml less than nominal volume in the aortic annulus 80:20 aortic/ventricular as intended. After valve deployment, blood pressure was stable and proper blood flow was confirmed in the lca through the guiding catheter. After a safari guide wire was retracted, blood pressure gradually decreased. Transesophageal echocardiography showed a decreased anterior wall motion and lca occlusion was observed by aortography. As patient¿s condition was not recovering, percutaneous cardiopulmonary support (pcps) was introduced and percutaneous coronary intervention (pci) was performed. A stent (3.5x18mm) was placed from left main trunk (lmt) to the sapien 3 strut. As intravascular ultrasound (ivus) revealed that the stent was pushed by the native leaflet, a second stent (3.5x12mm) was placed within the first stent. Post dilation was performed. Patient condition and blood pressure were stable after post dilation, pcps was removed and left the operating room intubated. The physician stated that the coronary artery occlusion after removing devices was unexpected because blood flow of the coronary artery was confirmed after valve deployment. According the reporter, long native leaflets interfered the low height of stj, it led to coronary occlusion.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.